Manufacturer narrative:
Device evaluated by MFR: the sterling sl was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed pinhole 14cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target location was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon was burst and contrast medium comes out of the balloon. The balloon did not inflate and there was a leak noted. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The target location was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon was burst and contrast medium comes out of the balloon. The balloon did not inflate and there was a leak noted. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition.